Manufacturer narrative:
Correction: f10/h6: health effect - clinical codes. Correction: f10/h6: health effect - impact codes.

Manufacturer narrative:
Additional information h2, h6 and h11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused esmolol drip (50 mcg) during therapy in the intensive care unit. 2 hours and 22 minutes into the infusion, the drip was at 300mcg and the patient heart rate was unchanged from before initiation of the medication, and the bag (which should have been close to empty) was approximately 2/3rds full. Tubing disconnected from patient line and observed for fluid movement/dripping but none occurred as well as absence of dripping in the chamber. Once tubing was removed from pump, reset, and reinserted, then infusion was properly flowing out of end of tubing. Medication infusion was then reconnected to patient and restarted with noticeable change in patient's heart rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b1, h1. B1: adverse event or product problem: adverse event. H1: type of reportable event: serious injury.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a 60 mins. Run time. The delivered amount was 40.596 and the error percentage was at 1.49%. Evaluation had the device sent to flow line for upstream occlusion testing with a passed result. Evaluation checked the ultrasonic sensor calibration values, and they are within the specification. Evaluation determined no further correction is required. A review of the event history log was performed and no events were recorded on the reported event date. However, there was activity recorded on the date following the event date. A new patient was confirmed and an esmolol infusion was initiated. Despite multiple dose and rate adjustments throughout the day, the initial delivery was 0 ml, and the pump later delivered 62.3 ml after clearing an upstream occlusion alarm. Between 02:22 and 22:52, several dose/rate changes and vtbi updates occurred, with alerts like ¿bag near empty¿ and ¿downstream occlusion¿ cleared. The pump was stopped and restarted multiple times, with flow confirmed after each run. The final setting at 22:52 was 50 mcg/kg/min at 8.9 ml/hr, and the pump was stopped by the user. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.